Manufacturer narrative:
The insulin pump esc button did not respond due to corroded keypad trace. No button error alarm noted. The insulin pump was unable to verify battery out limit alarm due to button keypad anomaly. The insulin pump had minor scratched display window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a battery out limit alarm as well as a button error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.